Event description:
Customer has three different devices and was unsure which device was used on the following four events. Event#1 customer tested blood glucose and received result of 114mg/dl. Customer wasn't feeling well and had blurry vision. They went to the hosp and 20 minutes later they received a result of 596 mg/dl. The customer didn't dose medication based on the device results they was given insulin. Event#2 customer tested blood glucose and received a result of 600 and dosed 50 units of insulin. They didn't feel well and went to the hosp where they received a result of 37mg/dl. Event#3 customer received a result over 500mg/dl paramedics 50 units of insulin. The customer passed out and paramedics took the customer to the hosp where a blood glucose result of 140mg/dl was received. The customer received some unk treatment.